Manufacturer narrative:
A sample has been requested for evaluation.

Manufacturer narrative:
Baxter failure investigation lab performed the analysis on the sample using 8psi underwent testing for 10 seconds and found that there was leakage between mini cap and the female connector (blue part). A small crack was observed at the bottom of the female connector. Results indicate confirmation of the reported event. There has been a corrective and preventative action (CAPA) taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.

Event description:
Baxter reported, "povidone iodine leaked from the connection between a transfer set and mini cap." The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with this incident according to baxter.